Event description:
The customer reported to olympus, the visera pro video system center connector did not fit tightly during reprocessing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the connector was faulty, which caused noises to appear on the image when sharing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a. Failure of the receptacle unit. It is possible that the connector did not fit temporarily. Olympus will continue to monitor the field performance of this device.

Event description:
There was no delay in the procedure. The name of the intended procedure is unknown. Although the procedure was completed, it is unknown if the procedure was completed with the subject device.